Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer attempted to change their cartridge and received another cartridge alarm 19 during the load process. Customer's blood glucose level was approximately 200 mg/dl. In addition, it was reported that the touchscreen became cracked. Customer indicated they have a back up pump for continued insulin therapy.